Event description:
Patient reported that for the first year she fell a lot because the dose was too high. She damaged her arms because of this. After titrating the dose down, she had been getting good therapy for the last year until the pump went empty recently. Patient reported a return of symptoms after missing a refill on (B)(6) 2012. An alarm was heard (going on for 10 days) telemetry was not yet performed. The patient was on a very low dose and she had not experienced real withdrawal, however, she felt different and could tell she was without medication. She was requested to go to the emergency room for a refill but left without one after waiting for six hours. The patient was seeking a physician to manage her care. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).